Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms throughout the day. Additionally, the customer experienced high blood glucose levels (bg) were 300-400 mg/dl and administered manual injections to manage bg level. Reportedly the customer changed out supplies and stated that lifestyle change could be the cause but was uncertain.